Manufacturer narrative:
The device was not returned for evaluation as the device was discarded. In addition, the site indicated that the device performed as intended. Investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
Patients were successfully treated for gsv ablations; however, physician stated that he had 4 patients that look to have heat injuries in the groin area. The patients were treated with topicals for the burns and are healing.